Event description:
The patient was scheduled for a scleral buckle (not with the novus 2000e). After the patient was in the procedure room, the physician decided to perform a vitrectomy with the novus 2000e in addition to the scleral buckle. While the physician performed the scleral buckle, staff started up the novus 2000e. The novus 2000e system exhibited an error code at start-up. The problem could not be resolved in troubleshooting during a teleconference with lumenis technical support, and the physician could not perform the vitrectomy. Only the scleral buckle was performed. There was no adverse event. Enduser was not able to report the patient details.

Manufacturer narrative:
Other service to the novus 2000e was performed in 2006 by a third party provider, which replaced the cord that connects the shutter to the laser. Lumenis last serviced this device in 2003, lumenis service made a courtesy contact to the customer, who reported that the novus 2000e system is working and that they do not require any further service or follow-up at this time regarding the incident.